Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had time clock anomaly. Customer's blood glucose was 490 mg/dl. The customer was treated with used pump. The customer stated that the insulin pump jumps 1 hour ahead sometimes 5 hours. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was programmed with the current time and date and monitored for 10 days; the time and date functioned properly and no unexpected time gain anomaly or time clock anomaly noted. The insulin pump was able to down load properly to the carelink software noted and no upload anomaly noted. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube thread and minor scratched display window.